Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Literature article "fixed-bearing versus mobile-bearing total knee arthroplasty: a prospective randomised, clinical and radiological study with mid-term results at 7 years" (2008) by a. Lädermann, a. Lübbeke, r. Stern, n. Riand, and d. Fritschy published by the knee, doi: 10.1016/j.knee.2008.01.010 was reviewed. The article purpose: to compare clinical and radiographic mid-term results of two identical knee prosthetic systems where the only difference was the presence or absence of a movable tibial insert. The article reports: between december 1999 and may 2001 all patients undergoing tka for tricompartmental osteoarthritis were eligible for this prospective randomised study. No significant differences were found between the mb and fb groups with regards to clinical or functional outcomes. Patella resurfacing was routinely conducted in all knees and cement was used in all relevant implants although no manufacturer was given. Depuy products involved: pfc sigma and pfc sigma rp. Complications with pfc sigma: pulmonary embolism (1), surgical intervention (1). Complications with pfc sigma-rp: deep infection (1), medical device implant removal (1), medical device site joint movement impairment (1), surgical intervention (2).